Event description:
A customer reported experiencing a cartridge alarm that occurred during the load process. The customer's blood glucose level was described as "high," though there was no specific value provided. To address the elevated blood glucose, the customer administered a correction injection via multiple daily injections (mdi). There was no need for third-party assistance. Technical support confirmed the consecutive cartridge alarms and decided to replace the pump. The customer also expressed interest in obtaining an out-of-warranty loaner pump.